Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg had flipped up on the side. The patient underwent a revision procedure wherein the ipg was swapped and the pocket was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.